Event description:
It was reported that restenosis occurred. On (B)(6) 2021, angioplasty was performed in the right superficial femoral artery (sfa) using a 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter. On (B)(6) 2022, recurrent ulceration in the toes of the right foot occurred. Arterial duplex exam shows recurrent stenosis of the sfa with very low flow in the tibial vessels and severe ischemia by waveforms with calcified vessels. This appears to be a marked change from the previous doppler post revascularization, therefore, a follow-up arteriogram is being performed to help with healing of the wounds on the right foot. Valium and percocet were given by mouth for sedation. The patient had stopped coumadin 4 days prior. International normalized ratio (inr) is 1.2. Chem-8 showed normal electrolytes and creatinine showed mild renal insufficiency with a creatinine of 1.4. Intravenous (IV) was started for hydration and supine was placed on the fluoroscopy table. Both groins were shaved and prepped with chloraprep and draped in a sterile fashion. 1% xylocaine plain was used. Local infiltration and an 18-gauge needle was inserted in the left common femoral artery under ultrasound guidance. A guidewire was inserted. A 5 french sheath was inserted and unilateral arteriogram showed the left common femoral superficial femoral and fund were patent without stenosis. An angiographic catheter was placed up in the abdominal aorta and the aortogram showed the aorta and iliac arteries to be smooth and patent without stenosis or obstruction. The catheter was advanced up and over the aortic bifurcation to the right common femoral artery and the unilateral arteriogram of the right leg showed the right superficial femoral and popliteal artery to be totally occluded the profundus patent with collaterals to the knee but no flow was seen below the knee. Therefore 5000 units of heparin were given for anticoagulation and a 6 french sheath was placed up and over the aortic bifurcation to the right common femoral artery. With fluoroscopy guidance a v-18 control wire and a 018 rubicon were advanced to get through the occluded sfa. A 014 wire was advanced through the anterior tibial artery down to the lower leg. Additional selective films showed that distal to the anterior tibial is very small but patent to the foot with a dorsalis pedis although there was a high-grade stenosis at the ankle. A 1.75 rotablator was prepared and a 009 wire was advanced through the catheter down to the dorsalis pedis artery. A slow careful long atherectomy of the superficial femoral popliteal artery and anterior tibial artery was performed with the 1.75mm rotablator. Despite the long occlusion, the rotablator was able to advance through the occluded arteries without difficulty and get down to the mid anterior tibial artery. Following atherectomy, the rotablator was removed and balloon angioplasty of the occluded vessels was restarted. Balloon angioplasty of the anterior tibial artery with a 3mm x 220mm balloon was performed for 3 minutes and then balloon angioplasty of the popliteal artery with a 4mm x 150mm ranger drug-eluting was performed for 3 minutes and then a balloon angioplasty of the superficial femoral artery up to the common femoral artery with a 5mm x 200mm ranger drug-eluting balloon for 3 minutes. Follow-up arteriogram showed the sfa to be patent but there was very sluggish flow and it appeared to be a distal occlusion. The superficial femoral artery down to the proximal popliteal was re-ballooned with 2 inflations of the 5mm x 200mm balloon for 3 minutes each and then the popliteal was inflated with a 4mm x 150mm balloon for 3 minutes. There was still very sluggish flow, so a bern catheter was taken down to the popliteal with a touhey borshe to look at the limb. The flow was very obstructing of the anterior tibial, so a 3mm x 200mm balloon was used to dilate the tibioperoneal trunk and peroneal artery again for 3 minutes. The catheter was advanced down into the distal popliteal. Additional selective films showed the anterior tibial and dorsalis pedis artery for 3 minutes. Following this, there was better flow and arteriogram from the femoral artery showed the superficial popliteal and anterior tibial artery to be patent with flow all the way down to the foot. Although the flow is somewhat sluggish there was low flow demonstrated in all vessels from the beginning of the procedure. Final films showed that the sfa popliteal and anterior tibial to be patent down to the dorsalis pedis artery. Therefore the 6 french sheath was removed. Left femoral puncture site was closed without bleeding. The patient was observed for 2 hours and discharged home in stable condition. Coumadin will be restarted for atrial fibrillation and the patient will return next week to check pro time and chem-8 as well as an arterial duplex exam of the right leg to check on the results of revascularization.